Event description:
It was reported that the arctic sun device had been alerting 02 low flow and 113 reduced water temperature control. Patient temperature (pt) was 31c, targeted temperature (tt) was 33.5, water temperature (wt) was in the 20cs, water flow rate (wfr) was 0.4 l/m. Stopped therapy. Walked through stop therapy, empty pads, disconnect and reconnect. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was bounced between 0.1-0.2 l/m. System diagnostics outlet monitor temperature (t1) was 23.5c, outlet control temperature (t2) was 23.4c, inlet temperature (t3) was 24.5c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 28 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 2826, pump hours 671.2. Had them stop therapy, empty and disconnect the pads. Placed in manual control at 38c with no pads. After a couple of minutes, system diagnostics, outlet monitor temperature (t1) was 22.7c, outlet control temperature (t2) was 22.8c, inlet temperature (t3) was 25.9c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100%. Added one pad back in manual control, water flow rate (wfr) was 1.9 l/m. Added second pad back in manual control, water flow rate (wfr) was 1.5 l/m. Disabled manual control and restarted therapy, but water flow rate (wfr) was would not rise above 0.5 l/m. Advised to swap out to a new set of pads and set these aside for investigation. Tm to follow up. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The DHR review could not be performed without a lot number. Based on the investigation results no additional action is required at this time. Correction: b, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been alerting 02 low flow & 113 reduced water temperature control. Patient temperature (pt) was 31c, targeted temperature (tt) was 33.5, water temperature (wt) was in the 20cs, water flow rate (wfr) was 0.4 l/m. Stopped therapy. Walked through stop therapy, empty pads, disconnect and reconnect. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was bounced between 0.1-0.2 l/m. System diagnostics outlet monitor temperature (t1) was 23.5c, outlet control temperature (t2) was 23.4c, inlet temperature (t3) was 24.5c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 28 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours 2826, pump hours 671.2. Had them stop therapy, empty and disconnect the pads. Placed in manual control at 38c with no pads. After a couple of minutes, system diagnostics, outlet monitor temperature (t1) was 22.7c, outlet control temperature (t2) was 22.8c, inlet temperature (t3) was 25.9c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100%. Added one pad back in manual control, water flow rate (wfr) was 1.9 l/m. Added second pad back in manual control, water flow rate (wfr) was 1.5 l/m. Disabled manual control and restarted therapy, but water flow rate (wfr) was would not rise above 0.5 l/m. Advised to swap out to a new set of pads and set these aside for investigation. Tm to follow up. Sn (B)(6). Per follow up information received via task on 08may2025, spoke with nurse who confirmed they had put the faulty pads with the charge nurse desk. They were unsure what happened to them after that. Therapy completed with a new set of pads.